Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt experienced red heart alarms and pump stoppages while at home, so he came into the hospital where he was admitted. The team exchanged the pt's sys controller. Cables and power sources and could not restart the pump. The pt was taken to the operating room for an emergent lvad exchange and when the pump was removed, a large thrombus was found. The pt is currently doing well post device exchange.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.